Event description:
(B)(4). Event occurred in the united states. It was reported that the tubing on the infusion set pulled out of the connector while the patient was pulling against the tubing to get it out. The patient experienced flush, real warm and nausea. Patient's blood glucose level at the time of incident was 149-253 mg/dl, which the patient self-treated with injection and boluses. The patient had to replace infusion sets. Patient's blood glucose level at the time of this report was 168 mg/dl. No further information available.